Event description:
Device issue: dislodged stent. Time of device issue: during stenting procedure . Adverse event: device embedded in vessel. It was reported that the target lesion was in a moderately tortuous and heavily calcified left ascending diagonal (lad). Reportedly, after dilatation of the target lesion, a dissection occurred from the guiding catheter. A 3.0x23 xience v stent was implanted at the proximal lad. A 2.5x28 xience v stent was advanced to the mid lad; however, it was unsuccessful advancing through the previously implanted 3.0x23 xience v stent. When the physician tried to remove the 2.5x28 xience v stent, the stent dislodged at the distal portion of the 3.0x23 xience v stent. An unsuccessful attempt was made to retrieve the dislodged stent with a goose-neck snare. Using several inflations with a 2.5x20 rx voyager balloon catheter, the dislodged stent was compressed against vessel wall. After several additional dilatations of the target lesion, a non-abbott stent was advanced toward the mid lad; however, it would not cross the previously implanted 3.0x23 xience v stent in the proximal lad. A new 2.5x28 xience v stent was used successfully, and another 2.5x28 xience v stent was implanted at the mid-lad overlapping the 3.0x23 xience v. There were no reported adverse pt sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The stent delivery system was not returned. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.